Manufacturer narrative:
Carefusion complaint number (B)(4). The customer has been contacted for additional information regarding the complaint and patient involvement but no response has been received at this time. In the event the device is available for evaluation or additional information is received a follow-up report will be submitted. (B)(4). At this time the customer has not stated if the device is available for evaluation.

Event description:
The customer called and stated that "over the weekend the vent was pulled and sent to the biomed shop." They did not state if this event occurred on a patient or if it happened upon start-up. The biomed turned on the unit and was able to see the vent displaying the occlusion alarm. He requested the calibration codes and stated he will call back if further assistance is needed.